Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a device replacement due to normal elective replacement indicator, externalization was observed on the right ventricular (rv) lead via diagnostic imaging. The rv lead was not revised due to stable electrical measurements. The patient was in stable condition and experienced no adverse health consequences.